Event description:
Difficulty in setting the tubing of an alaris medley infusion pump resulted in inactivation of anti-free flow mechanism and 250 ml of anti-flow mechanism and 250 ml of nitroglycerin, 50 mg infused into a cardiac surgery patient resulting in profound hypotension. This was treated with phenylehrine and ephedrine. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working), device malfunction - that is, the device did not do what it was supposed to do, device was hard to use. The patient was extubated without evidence of any problems and is stable.